Manufacturer narrative:
This report is being submitted to report additional information. During investigation it was found that this product not a zimvie product but a third party product and zimvie does not have reportability responsibility. No further medwatch will be submitted for this product. Multiple reports are being submitted for this event.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported peri-implantitis, patient presented for routine maintenance with implants, tooth 24, 25 (universal). Symptoms as a result of the event: inflammation.